Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported their first device went bad, they did not know what happened or why, but they had to have the device replaced. No symptoms were reported. No further complications were reported or anticipated. [Omitted information from (B)(4)- burning, sore, pp issues, swelling at ins.]